Manufacturer narrative:
MDR 3003442380-2026-85963 / initial 1 of 4. E1: patient city: (B)(6). Patient country: colombia. Name: medtronic minimed country: united states of america, street: (B)(6), city: (B)(6), state, province or territory: california, post office or zip code:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set fell off from the body which leads to hyperglycemia. The event occurred on (B)(6) 2026